Event description:
It was reported that during a laparoscopic cholecystectomy the device did not form clips properly after multiple firings. The device was from an fdc10 kit. The procedure was completed with a second device. There was no pt consequence. The device will be returned for analysis.